Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined that the reported failure to advance and subsequent treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the patient presented with a free perforation with extravasation in the proximal circumflex artery. A 2.8x26mm rx graftmaster covered stent system failed to cross due to the anatomy. The perforation was successfully treated with coils. The patient remains in the hospital for other health issues. The rx graftmaster covered stent did not cause or contribute to any complications or adverse events. No additional information was provided.